Event description:
A plum 360 driver new reportedly shut off while it was infusing into a patient. Then the screen went black when hospital staff walked during their rounds. No additional equipment was running at the time of the event. Agiliti will perform testing. There was no adverse event/harm.

Manufacturer narrative:
Visual and functional testing: the device is not available for evaluation since it was indicated that agiliti will perform testing of this unit. The device was not returned to the service hub; therefore, visual inspection and functional testing was not performed. Review of event history/alarm logs: no event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed. Additional contact: (B)(6).